Event description:
A falsely elevated ctni result of 2.74 ng/ml was obtained. The physician requested that the sample be retested and a value of 0.00 ng/ml was obtained on the same sample. There were no adverse health affects to the pt due to the erroneous result being reported to the physician. Pt treatment was not prescribed or altered as a result of the erroneous result. No instrument data was available for the specimen in question.